Event description:
No additional information.

Manufacturer narrative:
Photo received for investigation. Through visual inspection, bent cannula is observed. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. During batch manufacturing, tests are carried out to evaluate the clamping force between the needle cannula and the needle barrel. Possible root cause is associated with protector assembly failure. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd needle precisionglide 26x1/2in went through the shield. The following information was provided by the initial reporter translated from portuguesa to english: "crumpled and bent needle inside sealed package - packaging fault? (Photo attached)". Additional information received on 05/29/2024. Was there any harm to the patient/caregiver? No. How much product is affected? To date, one unit. Is the sample related to the incident available for analysis? If so, how many units? (We collect a maximum of 10 units for analysis purposes) yes. One unit. For sample collection and replacement, please advise - information received and added in attachments. Contaminated sample, if yes inform the substance - no.

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
Photo and sample received for investigation. Through visual inspection, bent cannula is observed. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. During batch manufacturing, tests are carried out to evaluate the clamping force between the needle cannula and the needle barrel. Possible root cause is associated with protector assembly failure. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures.

Event description:
No additional information.

Manufacturer narrative:
(B)(4). Follow up report for correction. The event/product problem was incorrect in the initial MDR. Correct event/product problem is needle bent. Needle through shield is a consequence of the needle bent. Device was received damaged/deformed not operable/unusable. Annex a code was incorrect in the initial MDR. Annex a code should be a0202 - defective component.